Event description:
During an attempt to administer chemotherapy, my bardport implanted port with open-ended catheter was found to be unusable; attempts to initiate treatment by flushing the line with saline for the purpose of drawing blood samples resulted in sharp, almost electrical-type sensations shooting toward my shoulder from the port site. Three attempts were made to use the port with the same result, and the saline was not going into the port except in small quantities, yet the sharp pains occurred each time. This required that the medicine be administered via a vein in my arm; it further will have required two outpatient hospitalizations. A radiologic exam, which took place on the same date, was needed to identify the problem which was that the tube had detached and migrated into my atrium and become imbedded in my atrial wall, requiring a two-hour emergency heart catheterization for removal. The second procedure was originally intended to have exchanged the defective port for a new one, but thankfully my oncologist determined that my current course of treatment -taxol- involves less caustic chemicals than I was previously receiving - adriamycin and cytoxan- and that the course of treatment remaining will be short enough -9 weeks remaining of 12- that I can tolerate repeated use of veins in my arm. While the doctor was preparing to remove the dislocated piece, he commented that I was not to move at all unnecessarily as it might force or allow the dislocated piece to shift further into my heart and be potentially more damaging. As it was, I was experiencing an irregular heartbeat before, during, and after chemo, and this seems to have resolved itself since removal of the dislocated part. The bardport implanted port has a product code number 0606100, lot nunmber reqb0123, and it was implanted in my left chest by dr at hospital. The dislocated piece of tubing was removed at the same facility by another, and the base of the port will be removed by dr at hospital. As for the device's availability for evaluation, I am unable to provide that information; it will best be found out by speaking directly with drs.